Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on this right-ventricular pace/sense lead (rv). The noise was observed on the rv lead only. The lead pacing impedance was normal around 500 ohms. The noise was reproducible with deep breathing. In follow up, pacing inhibition was reported due to the oversensed noise. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The sensitivity was reprogrammed, and this reportedly resolved the oversensing. No additional information is available at this time. Additional information was received that this device has now been explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.